Manufacturer narrative:
A ge svc rep performed an on site investigation. The pin connector was repaired during the svc call. The sys was tested adn found to be working as intended and put back into svc.

Event description:
The customer reported that the left monitor was not working. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.